Event description:
Rptr states spouse did a blood glucose meter reading with a result of 400mg/dl. Spouse visited dr the following day, and a meter to hcp meter (type unknown) comparison test. (The nurse punctured his finger and placed sample on each meter.) The result was 328 vs approx 240mg/dl. Spouse did not have any symptoms. Rptr stated that spouse was not given treatment or a change in medication. Control tests of 127 and 123 were in range (91-136). No harm was alleged.